Manufacturer narrative:
The tech found the cardiopulmonary resuscitation pedal missing. The tech replaced the cardiopulmonary resuscitation pedal to resolve the issue.

Event description:
The tech alleged that the cardiopulmonary resuscitation is not functioning. No pt impact.